Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation, the device found to be in backup vvi mode. After retrieving the memory map, the device still showed it was in backup vvi with the option to retrieve memory map or end session. The device is in a hardware backup mode. This type of backup is non-recoverable. Device replacement is anticipated but no intervention has been performed. No further information is available at this time.